Manufacturer narrative:
At this time, the device has not been returned; however, if the device becomes available or additional information has been provided a supplemental report will be submitted. The model number was not reported and unable to provide an exact 510k number. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the staff was not "confident" in the data that was observed when using the catheter. There were no patient complications reported. Efforts to clarify the complaint and obtain additional details were unsuccessful. It is unknown what measurements/data were observed.